Event description:
Boston scientific received information that this pacemaker exhibited high out-of-range pacing impedance measurement. The rv lead was surgically abandoned and was successfully replaced. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.